Event description:
The unit was falling apart when applied to a (B)(6)-old baby for second degree burns. The burn sheet adhered to the baby. When the burn sheet was tried to be removed, the skin came with it. The infant had to have the burn sheet surgically removed from his skin. Attempts to obtain the protocol used by the fire department have been unsuccessful to date.